Manufacturer narrative:
Guide was planned and printed correctly; dr. Did not perform a bone graft even though it was a clear part of the planned case. Additionally, a consult was not scheduled and the doctor expressed on the phone that he should have reviewed the plan more closely.

Event description:
After placement of an implant using surgical guide print003, dr. Said the implant was planned too vertical and was hardly in any bone. The doctor removed the implant, grafted patient and will try procedure again in 3 months.